Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultra meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 (time not provided). The patient manages her diabetes with fixed-dose insulin. The patient stated that she took more food/drink on the afternoon of (B)(6) 2016 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating, feeling cold and dizzy" on (B)(6) 2016 (time not provided). The patient stated that she visited her gp to get her blood glucose tested due to the alleged product issue, and the result obtained using the ems device was "60 mg/dl". She was provided with hcp treatment of food/drink until she felt better. At the time of troubleshooting, the csr noted that the patient was using the incorrect battery in the subject meter, the subject meter was not being used for the first time, there was no indication of product misuse, the meter did not turn on when the power button was pressed, based on information provided, the battery did not need replaced, the correct test strips were being used, the patient did not have test strips to troubleshoot and the alleged product issue was resolved with training on the correct battery to use. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "sweating" and she received hcp treated for symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began. The symptom and treatment do meet lifescan's criteria for a serious injury.